Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. Subcontractor services/clinical engineering department" will handle the service call/incident. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen hose is cut and requesting a replacement. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.